Event description:
It was reported the patient experienced ineffective/loss of therapy due to lead migration. Lead migration was confirmed via x-ray. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event and patient weight are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.